Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The foreign material stuck to the distal end of the subject device, however there was no abnormality of the resistance between the forceps and the plug of the handle. The forceps did not open and close due to the adherence of the foreign material. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the forceps became unable to open and close and could not activate output since the target area was immersed in blood or mucus and foreign material attached to the forceps. The above device handling has warned in the instruction manual as follows: pulling the tissue when applying the current.

Event description:
Olympus was informed that during an unspecified procedure, the subject device was used. In the procedure, the doctor used the subject device for hemostasis, but the subject device did not activate output. The intended procedure was completed with another device. There was no patient injury reported. This is the report regarding the failure of the output.